Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient reported hearing tones from the cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation it was found the tones were due to low out of range shock impedance measurements. The right ventricular (rv) lead impedance measurement decreases from 30 to 17 ohms intermittently every few weeks. Boston scientific technical services (ts) suggested further testing including an x-ray. Oversensing of noise on the right atrial (ra) channel causing inappropriate atrial tachy response (atr) episodes from two months earlier was also noted. The noise was seen on the shock channel as well. The patient further stated that it is painful when the device area is touched. A follow up clinic appointment occured approximately three weeks later and the clinic has opted to continue to monitor the patient. The crt-d, another manufacturer's ra and rv leads remain in service and no adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct h6 evaluation conclusion code as the incorrect code was inadvertently applied to the previous report.

Event description:
This device was explanted for reported normal battery depletion and returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that the patient reported hearing tones from the cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation it was found the tones were due to low out of range shock impedance measurements. The right ventricular (rv) lead impedance measurement decreases from 30 to 17 ohms intermittently every few weeks. Boston scientific technical services (ts) suggested further testing including an x-ray. Oversensing of noise on the right atrial (ra) channel causing inappropriate atrial tachy response (atr) episodes from two months earlier was also noted. The noise was seen on the shock channel as well. The patient further stated that it is painful when the device area is touched. A follow up clinic appointment occcured approximately three weeks later and the clinic has opted to continue to monitor the patient. The crt-d, another manufacturer's ra and rv leads remain in service and no adverse patient effects were reported.

Event description:
This device was explanted for reported normal battery depletion and returned for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.